Manufacturer narrative:
Batch review performed on 11 nov 2025. Ball heads: mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot: 2431873: (B)(4) items manufactured and released on 04 dec 2024. Expiration date: 18 nov 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2846mhc double mobility hc liner d 28/dmc (k241767) lot: 2338169: (B)(4) items manufactured and released on 12 dec 2023. Expiration date: 22 nov 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: quadra-p collared 01.12.162 quadra-p collared std. Size2 (k192827) lot: 2436254: (B)(4) items manufactured and released on 28 may 2025. Expiration date: 11 may 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
One month after the primary surgery, the patient returned due to an early-stage infection of an unknown pathogen. The surgeon performed a washout and replaced the stem, liner, and head. The surgery was completed.